Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
The reported drug in the pump was remodulin 10.0 mg/ml at 12.883 mg/day

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving unknown baclofen via an implantable pump. It was reported the patient's pump was replaced due to eri at 51 months.

Manufacturer narrative:
Device code (B)(4) no longer applies. Eval code-conclusion no longer applies. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving unknown baclofen via an implantable pump. It was reported the patient's pump was electively replaced due to upcoming (early replacement indicator) eri. There was no complaint associated with the return.